Manufacturer narrative:
(B)(4): subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device history records was conducted. The report indicates that the: DHR 310.65 lot 064937 (5657507 and 5660430) rls (B)(6) 2007 & (B)(6) 2007, precision edge surgical manufactured the 3.2mm , annulated drill bit, p/n 310.65 and lots 5657507 and 5660430 (supplier lot 064937) for (B)(4). The supplier¿s c of c (dated 10/2/07 for two receipts of this lot) indicates that the parts were manufactured to revision ¿g¿ and met the required specifications. No mrrs or ncrs were generated for these lots and the parts were released (B)(6) 2007 and (B)(6) 2007. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went to surgery for an unknown procedure on (B)(6) 2015. The surgeon was able to finish the procedure with the gold guide wire and the cannulated drill bit. The gold guide wire got stuck inside a cannulated drill bit when they were breaking down the instruments after the case was completed. There was no surgical/medical intervention and no surgical time delay. The procedure was successfully completed. The patient status/outcome is great. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: as received condition: the cannulated drill bit was received with no signs of wear or damage. The returned device was manufactured in december 2007 and is over 7 years old. The returned device (310.65) 3.2mm cannulated drill bit/ qc 170mm is used in the cannulated screw system 4.5mm. The complaint condition for this device could not be replicated as the guide wire in question was not returned. During this evaluation, a 1.6mm gauge pin (gp32) was used to simulate the 1.6mm guide wire and passed through the drill bit cannula without issue. Therefore this complaint investigation summary is unconfirmed and approved. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.